Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be summited.

Event description:
It was reported that the ac adaptor of an as50 syringe infusion pump was not functioning. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: correction: device codes: remove device code 1198 and component code 420. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.